Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l groshong nxt catheter. The depicted device was assembled with a two-piece connector. Usage residues were observed throughout the sample. A complete break was observed in the catheter approximately 5cm from the assembled connector. A break was visible in the depicted catheter shaft; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and contact with a sharp instrument. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the nurse found a broken tube during the patient's maintenance. The patient was (B)(6). The tube placed in hospital on (B)(6) 2021, was maintained in the maintenance clinic of the hospital every week. This maintenance was performed by the nurse in charge. During the maintenance and disinfection, the customer found that the patient's catheter was broken, asked the patient to brake, and then looked around. No other catheter parts were found. Inform the patient to take x-ray and cardiac ultrasound. The catheter was found inside the patient. Inform cardiology, vascular surgery, and interventional consultations. Grab the catheter and check the integrity of the catheter to confirm that the catheter is completely grasped out of the body. Report to the hospital equipment department, nursing department, medical department, and report adverse events. The patient is currently in a stable condition, immobilized for 24 hours, anticoagulation, and observation.the catheterization hospital will not return it for the time being. I am worried that the patient will have a medical dispute and stay in the hospital equipment department."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed between the 35 cm and 36 cm depth markers. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h11.

Event description:
It was reported "the nurse found a broken tube during the patient's maintenance. The patient was (B)(6). The tube placed in hospital on november 2, 2021, was maintained in the maintenance clinic of the hospital every week. This maintenance was performed by the nurse in charge. During the maintenance and disinfection, the customer found that the patient's catheter was broken, asked the patient to brake, and then looked around. No other catheter parts were found. Inform the patient to take x-ray and cardiac ultrasound. The catheter was found inside the patient. Inform cardiology, vascular surgery, and interventional consultations. Grab the catheter and check the integrity of the catheter to confirm that the catheter is completely grasped out of the body. Report to the hospital equipment department, nursing department, medical department, and report adverse events. The patient is currently in a stable condition, immobilized for 24 hours, anticoagulation, and observation. The catheterization hospital will not return it for the time being. I am worried that the patient will have a medical dispute and stay in the hospital equipment department."